Manufacturer narrative:
(B)(4).

Event description:
It was reported that several days post implant, patient presented to the hospital with hematoma and pocket evacuation was successfully performed on (B)(6) 2016. Patient was in good condition.